Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Ancillary. The analysis results found that the ecs29a device arrived in good visual condition, with no staples present and with the breakaway washer cut, indicating that the device was fully fired. In addition the ancillary trocar was received and was noted to be damaged with scratches all around the ancillary trocar. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the ancillary trocar and was having difficulty removing it from the anvil shaft of device. The surgeon spent a long time trying to remove ancillary trocar and was finally able to remove it from anvil shaft. The case was completed with this same device. There was a delay to procedure but length of delay unknown. There were no patient consequences reported.